Event description:
It was reported that the user experienced an ilet bionic pancreas notification indicating dosing would stop soon due to loss of cgm data from a dexcom g7 continuous glucose monitor (cgm), resulting in no blood glucose readings on the ilet for several hours until the signal reconnected; the agent guided the user to toggle sensor settings and to wait for the sensor to pair, after which cgm data resumed and the ilet was allowed to bring glucose into range. The user experienced a blood glucose peak of 243 mg/dl with no associated adverse symptoms. Outcomes included temporary interruption of automated dosing and delayed glucose data display without hospitalization. User support included remote troubleshooting and education focused on cgm pairing and data transmission to the ilet. Investigation of this case revealed transient signal loss between the dexcom g7 and the ilet with subsequent successful reconnection, consistent with known connectivity interruptions that resolve with pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm-to-pump communication disruption.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.